Event description:
Customer recently received a brand new device and reported that it would not boot up properly. The device green power led illuminated but the device screen was blank and it locked up. The issue was discovered as the customer was preparing a training curriculum before the device was deployed to service. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): a replacement device was provided to the customer. Physio-control is anticipating the device return to the manufacturing facility and continues to investigate the reported failure. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.